Event description:
No additional information.

Manufacturer narrative:
Pr 11177038 follow up MDR for device evaluation: two photos along with one physical sample was provided to our quality team for investigation. Through visual inspection, the tip has broken off and is observed to remain in the luer of the device that was connected to the syringe. A device history review was performed for reported lot 2405055, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed, connecting and disconnecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke due to the force used when engaging the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
During an intra-arterial ophthalmic chemotherapy treatment by endovascular route, an infusion of melphalan was performed using a syringe provided by the pharmacy, containing the chemotherapy product (total volume of 30 cc). When disconnecting the syringe from the microcatheter after the injection of 10 cc to perform an intermediate check, a break occurred at the connector between the syringe and the microcatheter. As a result, part of the syringe remained stuck in the hub of the microcatheter, which had to be completely removed from the patient. This incident required the use of a new microcatheter and the performance of a new microcatheterization of the ophthalmic artery. This resulted in a lengthening of the procedure and a risk of expiration of the product.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.